Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernioplasty for a right inguinal hernia with bladder herniation and the mesh was implanted. It was reported that the patient had a 6-month history of a right inguinal bulge. Abdominal computed tomography (CT) showed a soft-density mass in the right groin that contained part of the urinary bladder. Thus, a right inguinal hernia with bladder herniation was diagnosed. It was reported that the recurrent case of inguinal bladder hernia was treated by transabdominal preperitoneal repair. Additional information will be requested.